Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds caused by a dislodgement and perforation observed during echography examination. The patient was transferred to another health care facility to perform an open-heath surgery. This lead was explanted and replaced. The lead is not expected to return. No additional adverse patient effects were reported.